Event description:
Customer sent email report of fentanyl over infusion on se pump. Email stated rate of 44.5ml/hr was supposed to be 4.5ml/hr. The patient had received a 10 fold overdose for several hours. This delayed weaning from the ventilator because he was not breathing on his own. The patient was weaned from the ventilator shortly after the dose was corrected. Customer stated was able to reproduce key bounce with the device. Customer was contacted, and stated it had occurred before the se recall sometime in remote past. Device and specifics of event are no longer available, and customer has no further information, details, or serial number. A cardinal health record search showed no previous complaints reported for this event for this customer. Four additional email and telephone attempts for information unsuccessful.

Manufacturer narrative:
.